Manufacturer narrative:
Case imaging from the site was received for review. Review of the procedural echo revealed heavily calcified native leaflets. The annulus was not significantly calcified. The left ventricle (lv) showed hypertrophic cardiomyopathy. An immobile leaflet on the implanted valve and central aortic insufficiency (ai) were observed. Impression/recommendation: from the annular measurements provided (annular diameter 19.6, area 368 mm2, sov 28.0, stj 23.0), a 23mm sapien 3 valve may have been more suitable for this patient without the need to overinflate sapien 20 mm. An immobile (frozen) leaflet was seen with the confirmed central ai. However, wire impingement causing the leaflet immobility was not able to be determined from images provided. Other causes of leaflet immobility and subsequent central ai may be over expansion of the valve, native leaflet, calcification at the top of the stent or crimping related issues. Per the IFU, the delivery system requires a prescribed volume for thv deployment and proper valve function. Over expanding the valve with an additional inflation volume could damage the leaflet from proper coaptation and leading to central leakage. Soft post dilation would have been recommended before the implant of a second valve to trouble shoot immobile (frozen) leaflet.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The 20mm sapien 3 valve remains implanted in the patient and was not available for return to edwards lifesciences for evaluation. No photographs, video, or case imagery was provided for review. Lot history review did not reveal any other complaints related to valve ¿ regurgitation ¿ central leak. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the applicable work order and verifying that there has been no other complaint associated with each serial number. Complaint history review for sapien 3 valves (all sizes) from april 2018 through march 2019 revealed other returned complaints for valve ¿ regurgitation ¿ central leak. No manufacturing non-conformances were identified during the evaluations, the events were determined to be due to procedural factors. A review of complaint history revealed that the occurrence rates for sapien 3 valve did not exceed the march 2019 control limits for applicable trend category. A device history records (DHR) review for the components most relevant to the complaint events was performed. Review of the work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Review of the device IFU and training manual did not identify any IFU/training deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the complaint for valve ¿ regurgitation ¿ central leak was not able to be confirmed since no photographs, case imagery or devices were provided for evaluation. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the valve was deployed with +0.5 ml added to the nominal volume. Per the IFU, the delivery system requires a prescribed volume for thv deployment and proper valve function. Over expanding the valve with additional inflation volume could damage the leaflet, restricting the leaflet from proper coaptation and leading to a central leakage. Other patient and procedural factors that can cause or contribute to central regurgitation including leaflet impingement due to severe calcification on native valve, slow recovery of adequate ventricular flow post valve deployment and rapid pacing. Although the exact cause of the event cannot be determined, procedural factors (additional volume used during valve inflation), in addition to patient factors (severe valvular calcification, bulky leaflet calcification) may have contributed to the moderate central regurgitation and subsequent placement of a second sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a non-edwards balloon. Post bav, a 20mm sapien 3 valve, was deployed in a final 80:20 aortic/ventricular (a/v) position with 0.5ml overfill. Post valve deployment, trivial paravalvular leak (pvl) was observed. After removal of the devices, an aortography was performed. Moderate central aortic insufficiency (cai) was observed on tee. The blood pressure (bp) was stable at 100mmhg. After observation for approximately 1 minute, no decline in the cai, the decision was made to implant a second sapien 3 valve. The second 20mm sapien 3 valve was deployed with nominal volume within the initial valve . Post deployment of the second valve, cai was none to trivial and the procedure was completed. The native annular diameter measured 19.6mm by tte with an area of 368mm2. Severe valvular calcification, bulky native leaflet calcification (non-coronary cusp, left coronary cusp) and mild aortic root calcification was reported. It was speculated by the physician that the central leak occurred with a 20 mm due to 0.5 ml overfill.